Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿connection between the patient line and the tip protector¿ of an unspecified quantity of amia automated pd sets with cassette have a loose fit and fall off during peritoneal dialysis therapy setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.